Event description:
On 16-jan-2026, it was reported by a sales representative via (B)(4) that an ar-8978p dx swivelock and an ar-8978ds-01 disp kit for dx swivelock were used during an atfl repair. The ar-8978p fork tip would not disengage and pulled out multiple times. This was discovered during the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.